Event description:
Medtronic received information that this biopump was found leaking after the 6th day of ECMO, when body fluid was observed leaking from the pump's housing seal. The patient was removed from ECMO, and both the pump and the remaining ECMO circuit were exchanged. This changeout took 8 minutes to complete. It was reported that 100cc of body fluid was lost due to the change out of the pump, and an additional unknown amount of body fluid was lost due to change out of the remaining circuit. The patient reportedly expired 2 days after the change out due to multi-organ failure.

Manufacturer narrative:
Analysis: visual analysis of the returned device identified large clots in the cones and shaft seal area. The rotator assembly was observed to be loose inside the pump, and a leak was detected where the shaft is secured to the pump with a hex nut. This hex nut was loose, which resulted in the loose shaft. The adhesive used to secure the hex nut was present and appropriately cured. Analysis determined that fluid/moisture ingression into the rotator assembly resulted in high heat deformations of the rotator components, which resulted in the observed leak near the hex nut. This fluid ingression likely occurred due to prolonged use of the device. Device labeling clearly states that "the pump has not been qualified through in-vitro, in-vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart." This pump failed after 6 days of use. Conclusion: user interface contributed to the event. Reduced device performance occurred and was related to the event.